Event description:
It was reported that the 7800 system would not select operation on the left user interface board. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.